Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr882m - enduro meniscal component f2 14mm. According to the complaint description, the patient came to the hospital because the knee was instable - during surgery it was noted that the rotation axis was broken. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Involved components: nb012k - enduro tibial comp.offset cemented t2 - lot 52495058, nb015k - enduro femoral component cemented f2l - lot 52489225, nr400k - nut f/femur extens.stem all sizes neutr. - lot 52444351, nr174k - tibia offset stem d14x92mm cementless - lot 52297218, nr506k - femur extens.stem 7° d16x117mm cem.less - lot 51638874.

Event description:
The adverse event is filed under aag reference 100032012 (400579789). Involved components: nb012k - enduro tibial comp.offset cemented t2 - lot 52495058. Nb015k - enduro femoral component cemented f2l - lot 52489225. Nr400k - nut f/femur extens.stem all sizes neutr. - lot 52444351. Nr174k - tibia offset stem d14x92mm cementless - lot 52297218. Nr506k - femur extens.stem 7° d16x117mm cem.less - lot 51638874.

Manufacturer narrative:
Investigation results: visual investigation: the components were examined visually and microscopically with the digital microscope.the taper of the rotation axis shows visible damages/imprints on the surface. The rotation axis locking nut is still fixed on the thread (broken part of the axis).the breakage surface of the larger distal part of the axis show signs of so called arrest lines which are typical for a dynamic fatigue fracture. Furthermore especially the proximal fragment exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage.the fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes.unfortunately the hinge ring is not available for investigation. Therefore it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows no abnormalities like conspicuous damages or foreign material, for example metal inclusions. The locking ring and the bearing for rotation axis show also no unusual damages. Explanation and rationale: according to the quality standard and DHR files a material defect and production error was not found. There are no hints for a material or manufacturing problem. The fracture surface exhibits no material defects like foreign particles inclusions or blow holes. On the basis of the current information, without more detailed information about the patient and the prevailing circumstances a clear conclusion cannot be drawn. The visible damages/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit, respectively was not firmly fitted. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example: ·disturbance in coordination ·underlying disease ·missing muscular guidance of the leg ·hyperextension led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably patient-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.